Event description:
The customer received a questionable estradiol result for one patient sample. The exact date of testing was not provided. The initial result was <10 pg/ml. The customer suspected this result as the previous result for the patient was high. The sample was repeated on another cobas e411 analyzer and the result was 458 pg/ml. Information concerning which result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. The reagent lot number and expiration date were requested, but were not provided. The field service representative checked the sampling position and ran performance testing.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided instrument data showed all precision results were in range.